Manufacturer narrative:
The hospital would not provide any additional information other than that an event occurred. We were not able to determine what occurred.

Event description:
It was reported that the hospital had an issue last year with the anchorfast endotracheal tube holder when the bridge that is supposed to be above the lip fell on the lip and caused a necrotic pressure ulcer. The patient lost part of the lip. No further information was able to be obtained from the hospital.